Manufacturer narrative:
The insulin pump received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump power up properly after battery installation. The insulin pump received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. The insulin pump passed self test, unexpected restart error test, rewind, insulin pump passed basic occlusion test and displacement test. However, unable to prime insulin pump during prime test due to faulty force sensor resistor. The insulin pump received with corroded motor home switch. The insulin pump received with cracked battery tube threads. The insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a high blood glucose readings, button error and blank display from the insulin pump. The customer's blood glucose level was 419 mg/dl. The customer treated with a manual shot. The customer stated that when he pressed the keys, the screen goes blank. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display returned. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.